Event description:
It was reported that during preparation for a coronary stenting treatment procedure, the stent tip broke. The physician loaded the liberte' 3.0x20mm bare metal stent on the back of the guidewire, but while advancing over the wire, resistance was felt. Upon further inspection, it was noted that the tip of the liberte' stent had broken off. The procedure was completed using another liberte' stent, same size. No pt complications were reported. This occurred outside of the pt's body.